Event description:
The following has been reported: "the device beeps and displays the messages: "battery charge" and "error 17 08/100"." Reporting due to the referenced issue (error 17 is a battery charge issue as described by the technical manual). There was no communication regarding patient involvement/adverse effects. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is confirmed. Indeed, many error 17 about error charge are recorded. The subject device was returned to our laboratory for analysis. Upon reception, the device was switched on and the technical error 17 displayed on the screen. Error is triggered because battery can't be charged by power supply. The reported event is reproduced and confirmed by our laboratory. Moreover internal check showed that the battery and the device work normally after exchange of the power supply. The root cause of the issue is a defective power supply. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.